Event description:
It was reported that a farastar pulsed field ablation generator presented an issue. The error code 201 was displayed when the console was started up in previous cases, but it was able to be cleared. After two procedures, the error 202 was displayed again and this time it was not able to be solved. After turning on and off the console a couple times, the physician decided to cancel the procedure. The patient was already sedated when the procedure was cancelled. The device will be checked on site. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon arrival of a boston scientific field service engineer at the facility, the reported 201 error was confirmed. The original hv power master board was removed, new calibration factors were inputted, and a new hv master board was installed. Functional testing and safety evaluation of the repaired system were completed, and the system was left in good condition. Based on all the available information, the cause of the reported system errors were likely attributed to the component condition as a 201 error was showing prior to the installation of a new hv master board.

Event description:
It was reported that a farastar pulsed field ablation generator presented an issue. The error code 201 was displayed when the console was started up in previous cases, but it was able to be cleared. After two procedures, the error 202 was displayed again and this time it was not able to be solved. After turning on and off the console a couple times, the physician decided to cancel the procedure. The patient was already sedated when the procedure was cancelled. The device will be checked on site. This event is being reported for aborted/cancelled procedure with a patient under sedation.